Manufacturer narrative:
At this time, the device has not been returned. If the device is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and the patient's right ventricular (rv) lead exhibited high impedance measurements, poor sensing and poor capture. The rv lead was subsequently surgically capped and replaced and the device was replaced as well. No additional adverse patient effects were reported.